Event description:
It was reported that post-operatively to a pulsed field ablation, during follow-up three months later, an electrocardiogram identified atrial tachycardia. A new hospitalization occurred from (b)(6) 2026 to (b)(6) 2026 in association with the atrial tachycardia, and the index procedure was repeated at a later date due to the atrial tachycardia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.